Manufacturer narrative:
The event occurred an unreported date in (B)(6) 2021. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with cefazolin (route, dose and frequency were not reported) and another unspecified anti-inflammatory drug (route, dose and frequency were not reported) added into dianeal solution. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available as the reporter declined follow up.